Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 227 mg/dl, 282 mg/dl, and 529 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Patient was revised to address femoral loosening and subsidence. Osteolysis and metalosis were also reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.